Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced pain in their feet and breast. The patient reported that the battery longevity estimation decreased unexpectedly. The implantable pulse generator (ipg) remains in use. No further patient complications have beenreported as a result of this event.